Event description:
It was reported that the insulin pump alarmed button error six or seven times. The customer stated that all of the alarms have happened when they sat down and the insulin pump was in their back pocket. The back part of the insulin pump was damaged. The customer's blood glucose was 102 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump received with cracked and cap, minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).